Event description:
It was rpeorted that during a lar procedure, the device was stuck on a staple during removal and it could not be removed smoothly causing a leak in the staple line. The procedure was completed by additional suture. There was no pt consequence reported.